Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a pump malfunction alarm occurred. The customer had not begun pump therapy and there was no impact to the customer's blood glucose levels. During troubleshooting with tandem technical support, the malfunction alarm was cleared.